Event description:
User received low sodium results for seven patient samples. Six examples were provided. Initial results were reported. User stated the physician questioned the results and knew not to treat based upon the reported results. Samples were repeated in 2008. Sample 1, initial results 134 mmol/l; repeat 141 mmol/l. Sample 2, initial result 128 mmol/l; repeat 137 mmol/l. Sample 3, initial result 133 mmol/l; repeat 141 mmol/l. Sample 4, initial result 126 mmol/l; repeat 134 mmol/l. Sample 5, initial 131 mmol/l; repeat 141 mmol/l. Sample 6, initial 121 mmol/l; repeat 129 mmol/l. The field service representative was unable to determine a cause. Performance tests were performed.